Event description:
It was reported that the patient presented for an implant procedure. During the procedure, implantable cardiac monitor (icm) exhibited failure to sense. The implantable cardiac monitor (icm) was removed and replaced. No patient consequences were noted.

Manufacturer narrative:
The reported event of sensing problem was not confirmed. The device was received in normal working conditions with battery voltage above eri. Analysis performed, including sensing test at field and high sensitivity settings indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.